Manufacturer narrative:
When investigation is completed a follow up report will be sent to the FDA.

Event description:
Philips received a complaint from a customer that the fluoroscopy did not work during an examination because of a bent footswitch.